Manufacturer narrative:
Follow-up # 1 date of submission 04/02/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/14/2014 with the following results:the meter was not returned with the pump for testing. The pump powered on normally and was exercised for 24 hours with no errors. A 10u normal bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history. The pump was successfully paired with a test meter. A 10.0u bolus was successfully delivered from the meter to the pump; the bolus was accurately recorded in the pump history.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that after delivering boluses from the meter, the boluses were not being recorded in the pump¿s history. The reporter denied any type of warning from meter that it is not communicating with pump to alert to no delivery of bolus. The reporter stated that there were no records of cancelled boluses either. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.